Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Scratched inside of mouth [mouth injury]. Metal pin holding brushhead in position began to stick out and scratched inside of mouth [injury associated with device]. Brush head becomes loose [device connection issue]. Metal pin holding brush head in position began to stick out, (brush head becomes loose) and in some instances the head separates from the body [device breakage]. Case description: a (B)(6) male consumer reported that he used an oral-b rechargeable toothbrush, version unknown, with oral-b precision clean brushheads, and the metal pin holding the brush head in position began to stick out and scratched the inside of his mouth, the brush head becomes loose after a couple of weeks, and in some instances the head separates from the body while in his mouth. The consumer had been using oral b electric toothbrushes for over 15 years without issue, but had been experiencing the problems with the toothbrush heads for the past 2 years. The case outcome was unknown. No further information was provided.